Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet onto a tile floor while changing supplies, resulting in a shattered but still responsive screen, consistent with external physical damage to the display assembly. Symptoms included no reported adverse health effects. Outcomes included initiation of a replacement device shipment and instructions for device shutdown, data sync to the mobile app, and return of the damaged unit. Investigation included customer interview and assessment of the event description. Investigation of this device revealed damage attributable to impact from accidental dropping, with device function otherwise responsive, indicating mechanical damage localized to the screen and not an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from handling.